Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a constant tone. Customer was unable to clear the constant tone. Time, date, and bolus wizard were reset after a battery change. Device had a blank display after the customer was trying to exit out to the previous screen. Customer's blood glucose was unknown. After troubleshooting, the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. The pump was tested with no audio/beep anomaly noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.